Event description:
This nurse went to taped uvc [umbilical venous catheter] to infant's abdomen and noticed the uvc was not intact/appears cracked. Fluids were not infusing yet, no blood/fluid was coming out of crack.